Manufacturer narrative:
The patient ID, age, gender and weight are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned cut in two pieces. One of the forceps' tang holes was broken and the needle tail was bent. The broken jaw was sent for material analysis which revealed that the fracture surface exhibited a material cold flow molding defect. No other material anomalies were present. No abnormalities were noted with the device riveting and welding which were within design specification. Functionally, the returned unit was not tested due to the return condition. The complaint of jaws failed to close was not able to be confirmed due to the device return condition. However, the forceps returned with one of the jaws broken at the tang hole. Material analysis of the fractured jaw revealed that the failure was due to material cold flow at the solidification process. Therefore, the most probable root cause is supplier manufacture. There is an open supplier corrective action to address this issue.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during a stomach biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, while inside the patient, the jaws were not able to be closed. The forceps device and scope were removed in tandem, then the physician cut the device and removed from the scope. No additional device issues were visible. The procedure was completed with another radial jaw 3 biopsy forceps device. Reportedly, the device was inspected/tested prior to use and no anomalies were notes. Additionally, the user indicated that biopsy specimens were able to be obtained before this issue was encountered. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during a stomach biopsy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, while inside the patient, the jaws were not able to be closed. The forceps device and scope were removed in tandem, then the physician cut the device and removed from the scope. No additional device issues were visible. The procedure was completed with another radial jaw 3 biopsy forceps device. Reportedly, the device was inspected/tested prior to use and no anomalies were notes. Additionally, the user indicated that biopsy specimens were able to be obtained before this issue was encountered. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.